Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient experienced a pulseless ventricular tachycardia/ventricular fibrillation arrest. During a bronchoscopy procedure, the initial inspection using a regular bronchoscope was unremarkable. Subsequently, a robotic bronchoscope was utilized to obtain biopsies without complications, ensuring hemostasis. Following this, a white light bronchoscope was inserted to perform a bronchoalveolar lavage (bal), with all samples obtained without significant events. However, just before removing the white light scope, the patient experienced a pulseless ventricular tachycardia/ventricular fibrillation arrest, and a code blue was called. Advanced cardiac life support (acls) was initiated. The patient received one dose of IV epinephrine, and defibrillation pads were placed. Remarkably, the return of spontaneous circulation (rosc) was achieved approximately three minutes after the code blue was called. The patient was transferred to the intensive care unit (ICU) for further management. The patient was extubated the next day and subsequently transferred out of the ICU. Cardiology evaluation revealed a severe occlusion of the left anterior descending artery (lad), and percutaneous coronary intervention (pci) was completed. The patient was discharged home safely 4 days later. The physician concluded the event was not related to the ion device, not related to the procedure, and related to the patient's existing condition aggravated by anesthesia. There was no device malfunction associated with the event.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 63-year-old patient underwent an ion lung biopsy of a left upper lobe lung nodule. The ion biopsy was completed then manual bronchoscopy was performed to obtain a bal which were completed without issue. While removing the manual bronchoscope pulseless ventricular tachycardia/fibrillation was noted prompting initiation of acls including 1 dose of epinephrine. Rosc was obtained after 3 minutes. The patient underwent cardiac catheterization revealing severe coronary artery disease of the left anterior descending artery prompting percutaneous coronary intervention. The patient was then discharged home 4 days later. There was no reported malfunction of the ion system, instruments or accessories. Based on the available data the event was likely procedure related in the setting of unrecognized underlying severe coronary artery disease. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) including 5 arrhythmias (0.02%) and 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no arrhythmias nor deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no arrhythmias. Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of any associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.